Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The 2nd flange of the plastic stent got caught on the elevator of the scope & had they had to use hemostats to remove it from the elevator. Another od the same device was used to complete the procedure. Addl information provided on (B)(6) 2024: when passing the introduction system and preloaded stent through the endoscope, the physician said he felt resistance. When attempting to push the stent through the scope elevator, the stent would not pass and a lot of resistance was felt. From what I understand the stent was eventually forced through the elevator and the second flange had been torn from the stent. They removed the stent and delivery system at this time and used a device of the same type to finish the procedure. I did not notice the loose flange in the package but was told it was removed from the elevator with hemostats. Patient outcome: no patient impact reported patient/event info - notes: 2.1.1 does the complaint relate to: device placement 2.1.2 what was the target location for the stent? Common bile duct 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Procedure room - temp controlled. 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* unknown. 2.1.5 was the wire guide lubricated prior to use? Unknown. 2.1.6 *was the wire guide inspected for damage prior to use? Unknown. 2.1.7 was the device at the center of the complaint inspected for damage prior to use? Yes 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 2.1.11 what intervention (if any) was required? None 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? N/a 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? Unknown. 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. If other, please specify. 2.2.5 *was resistance encountered when advancing the wire guide to the target location? Unknown. 2.2.6 *was resistance encountered when advancing the introduction system in place to the target location? Unknown. 2.2.7 how did the physician determine the length of the stent to be used for the procedure? Unknown. 2.2.8 where was the stricture located in the duct? Unknown. 2.2.9 *was the stricture dilated prior to placing the device?* unknown. 2.2.10 *was resistance encountered when advancing the stent through the obstructed area? Unknown. 2.2.11 after placement, was stent position verified? N/a, 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. N/a 2.2.13 did any section of the device detach inside the endoscope or patient? Yes if yes, please specify what section of the device broke off: in the endoscope, the 2nd flange of the plastic stent 2.2.14 please indicate whether the device broke in the endoscope or in the patient. Endoscope, 2.2.15 was the broken device retrieved? , yes if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): hemostats 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No 2.2.17 please indicate why the modifications were necessary. N/a 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. None 2.2.19 did the patient require any additional procedures as a result of this event? No

Event description:
A supplemental report is being submitted due to completion of the investigation on 31 jul 2024.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2113331 of oacl-10-7 was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 07 mar 2024. Visual inspection: pushing, guiding catheter and introducer returned. Stent returned separately. No damage observed on the pushing, guiding catheter and introducer. Severe damage observed on the body of stent, measuring 1.5cm. Brown material observed to be blocking non damaged end of stent. Functional inspection: 0.035 inch wire guide does not pass through the stent. Additional information was requested from the customer if the scope elevator was fully open or partially open when whilst the physician was attempting to advance the stent through it? Reply received: "I heard back from the physician and he said he doesn¿t recall the specifics from the procedure." Manufacturing records: prior to distribution, all oacl-10-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for oacl-10-7 device of lot number c2113331 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the oacl-10-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2113331. Instructions for use and label: the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The user is also advised as per step.3 of the IFU, "with elevator open, advance device in short increments until endoscopically visualized exiting scope." There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096) it may be noted that engineering input states that it is likely the reported events were caused by the elevator scope not being fully open whilst advancing the stent through it which would be user error as per the IFU and even though clarification of whether the scope elevator was fully open or not was unavailable from the customer, the product manager was notified of this occurrence. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause can be attributed to the stent not remaining intact as it was being advanced through the scope elevator which led to the flap of the stent becoming caught and sustaining damage. Input originally received from engineering stated it was likely the elevator scope was not fully open leading to the flap of the stent becoming caught on the elevator scope, however, definite confirmation of whether the elevator scope was fully open or not was not available from the customer. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the 2nd flange of the plastic stent got caught on the elevator of the scope. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause can be attributed to the stent not remaining intact as it was being advanced through the scope elevator which led to the flap of the stent becoming caught and sustaining damage. Input originally received from engineering stated it was likely the elevator scope was not fully open leading to the flap of the stent becoming caught on the elevator scope, however, definite confirmation of whether the elevator scope was fully open or not was not available from the customer.